Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The shock impedance measurements had decreased to a normal range since that time, and all other lead measurements were stable. Technical services (ts) discussed continued monitoring of this lead. No adverse patient effects were reported. The lead remains in service.